Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that insulin pump had blank display. The blood glucose level was at 220 mg/dl the time of incident. Customer stated that they were changing battery and insulin pump was not lightning up. Customer states the contacts on the battery cap are neither missing nor damaged. Display did not return after pump restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.